Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose level was 52 mg/dl at the time. The customer also reported that there were priming issues. The customer stated that she received a series of beeps and number appeared on the insulin pump screen and then while priming, insulin started exiting and the pump received compromised force sensor system alert. The customer also reported that the drive support cap was flush. She was treated with food for her low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.